Event description:
It has been reported to the MFR that the occlusion balloon deflated during the stent procedure. Not able to aspirate. Removed the device from the pt and tested it and it was fine, no leaks in the balloon were found.